Manufacturer narrative:
The reported oas pump was returned to csi for analysis. A visual examination of the pump motor revealed that the magnetic tach wheel was fractured. Power to the pump was applied and the pump ran for one second and defaulted to the yellow led and an unusual rattling noise was observed from the damaged tach wheel. At the conclusion of the device analysis investigation, the report that the pump did not work was confirmed. The fractured tach wheel prevented the control board from sensing the motor speed and caused the pump to default to yellow, however the exact cause of the damaged tach wheel could not be confirmed. It should be noted that the diamondback coronary orbital atherectomy system instructions for use states not to use an oad or sip if it was dropped onto a hard surface from a height of 12 inches (30cm), because the device may be damaged and unable to operate properly. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
The oas pump led changed from yellow to green and would not stay powered on. Additional units of heparin were administered to prevent any patient issues. A second pump was used to complete the procedure. The patient was great following the procedure.